Event description:
It was reported that the user experienced intermittent signal loss and reconnection between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in intermittent blood glucose data; this was identified as a transient bluetooth connectivity issue. Symptoms included loss of glucose data visibility on the ilet with no adverse clinical symptoms reported. Outcomes included brief interruption of cgm data availability without health impact. User support included troubleshooting and education consistent with a brief sensor communication issue. Investigation of this case revealed a communication disruption between the cgm and the ilet consistent with a transient sensor or bluetooth link issue. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication anomaly.